Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they are having trouble with the implanted device. Patient stated they can charge up the implanted neurostimulator, but when they try to use the therapy during the night or day, they can't get ins to work correctly. Patient stated that they have tried all 3 groups and they either don't feel stimulation or the ins battery will deplete completely in 30 minutes. Patient service specialist asked the patient for the event date, and patient stated it's been going on for about 2.5-3 months. Patient mentioned that they had fallen a couple times and that the healthcare provider was concerned that the unit had been disconnected or something was wrong. Patient noted that they took x-rays and the doctor could not find anything wrong with the unit. Pt said 2.5-3 months ago they first reached out to a rep, but hadn't received assistance yet. A week prior to that, they first notified a rep (but didn't know their name) and they redirected pt to (B)(6) for programming help. Agent reviewed how to make appointments through hcp. The patient was redirected to their healthcare provider to further address the issue. Rep reported they were unable to confirm depleting in 30 minutes. It was noted that the patient¿s battery had impedance issues on several contacts, and on (B)(6) 2023, new programming was set up to avoid these contacts, perception was acquired which comforted the patient, and energy savings measures were implemented by using cycling to reduce the recharge burden and frequency. The issue has apparently not been resolved, even after taking measures to improve his therapy. It was reported the impedances were either open or short.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient via a manufacturer representative reported that there were high impedances on electrodes 2, 4, 5, 10-15 between 25330 and 25480. It was noted that the patient had a loss of stimulation and was getting out of range messages. It was stated that the impedance issue was worsening and the patient had a loss of therapeutic effect since the previous reprogramming. The patient had a fall since the previous reprogramming and the issue was ongoing.